Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. Further information was requested however, was not provided.

Event description:
New information noted that the patient was in stable condition.